Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose was low. Customer reported that healthcare professional changed insulin amount when wearing sensor. Customer also reported to have made adjustments to insulin pump per owner's manual until trainer called making corrections. Customer states that blood glucose had dropped to 41 mg/dl. Customer declined transfer to helpline.